Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "a split was found in the PICC line. The lot no. For the PICC with the split/hole (B)(4). I don¿t know where the hole is as I haven¿t inspected it myself (infection risk etc). The PICC was removed and the patient is scheduled for a new PICC. I can¿t find any documentation of any injuries." No other information was provided.